Event description:
It was reported that the programmer would not recognize the radiofrequency programming head and additionally would not recognize the touch pen stylus on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).